Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they were experiencing low blood glucose and high blood glucose. Customer blood glucose was 43 mg/dl during morning and during the day customer blood glucose was 400 mg/dl. Customer was not given any treatment for high blood glucose and low blood glucose. Customer also stated that the insulin pump was accidentally dropped on the ground. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Device p-cap / test reservoir does not lock properly in place. The insulin pump was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.